Manufacturer narrative:
There was no alleged malfunction of the device. An evaluation of the device cannot be performed as the device was not returned. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient complaining of knee pain. Physician determined there was a buildup of scar tissue. Poly insert was exchanged in the process.